Event description:
It was reported that t:slim x2 pump battery did not charge reliably and charging connection remained unstable due to visible damage to silver usb port, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting replacement and planned to use alternate insulin method if necessary, and technical support advised on proper usb insertion, instructed customer to allow battery to fully deplete before return, confirmed shipping details, and arranged for in-warranty replacement pump with instructions to return problematic pump within 10 days and to manually enter pump settings and reconnect cgm on replacement.